Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
It was reported that the table is jerky during panning and there was loss of movement for c-arm. It is unknown if the device was in use. No patient or user harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the movement of c- arm was lost. Review of the system log files showed issue with power supply of c-arm. Fse replaced the power supply and power(&control) unit without boards. After replacement of both the parts system was working fine. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.